Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (concentration: 470 mcg/ml) and bupivacaine (concentration 12 mg/ml) via an implantable pump. The dose rates for both morphine and bupivacaine were unknown. It was reported that increased residual volume occurred at pump refills. The expected volume was always around 5.1 ml at the 4 weekly refills. It was further reported that they have been having actual residual volumes of around 8 ml since they changed to 4 weekly refills in august (previously 2 weekly). Over the last 3 months, the residual volumes have increased to 8.5ml (december), 9.5ml (january) and 9.2ml (february). It appeared like the only events were related to refill appointments. Over the last 2 months the patient had noted an increase in pain with recurrence of their previous pain in the background (all be it less severe), and some flares of more significant pain that were intermittent and unpredictable. Scans showed static disease, so change in pain was not felt to be related to the patient's underlying cancer. The pump logs were checked for stalls. Factors that may have led or contributed to the issue were unknown.  The issue was unresolved as of 2024-feb-19.  No surgical intervention occurred and it was unknown if surgical intervention was planned.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s medical history included underlying cervical cancer. The patient¿s pump was implanted (B)(6) 2022. The patient¿s catheter was inserted on (B)(6) 2022 a gradual increase in residual volume was noted since (B)(6) 2023-. The last pump refill occurred on (B)(6) 2024 and 9.5 ml were remaining but 5 ml was expected. Nothing was seen in the logs. The cause of the volume discrepancies / increased residual volumes at refills was not determined. They were continuing to monitor at each pump refill. The patient¿s pain control was monitored closely and no changes were noted. Regarding if the recurrence of pain / increased pain and increased residual volumes at refills had resolved, it was indicated that there was no increase in pain but increased residual refill volumes persist. The pump and catheter remain implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.